Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine got stuck at the tube holder of sensica device. Sediment in the urine was present. Dependent loops were present. Squeezing the urine could release it through the tube holder. Lifting and manipulating the dependent loop could cause some of the urine to drain, but approximately the exact same amount of urine always got stuck at the tube holder. When tubing was removed from the tube holder, the urine drains properly. Issue recurred several times a day

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be that device was incorrect sizing. However, this cannot be confirmed. Sediment in the urine was present. Dependent loops were present. Squeezing the urine could release it through the tube holder. Lifting and manipulating the dependent loop could cause some of the urine to drain, but approximately the exact same amount of urine always got stuck at the tube holder. When tubing was removed from the tube holder, the urine drain properly. Issue recurred several times a day. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine got stuck at the tube holder of sensica device. Sediment in the urine was present. Dependent loops were present. Squeezing the urine could release it through the tube holder. Lifting and manipulating the dependent loop could cause some of the urine to drain, but approximately the exact same amount of urine always got stuck at the tube holder. When tubing was removed from the tube holder, the urine drains properly. Issue recurred several times a day.